Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 14.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the corroded keypad traces. No button error alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart error test due to the motor error loop. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.